Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) helix/lobe distorted/bent. Upon inspection, it was noted that the helix/lobe of the lead was distorted. Upon inspection, it was noted that the defib conductor of the lead was distorted. Upon visual inspection, it was noted that the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure, the rv lead kept getting stuck on the tricuspid valve. After repeated implant attempts, fluoroscopy showed the extendable screw in the helix was pulled out and stretched despite not having been extended at anytime. The lead was not implanted. No patient complications have been reported as a result of this event.